Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were not feeling good and they were in pain. Patient stated they think they had an infection and they called the doctor's office this morning at 9am and they haven't called them back. Patient also mentioned they have made adjustments but it was still not working. Agent reviewed that infection may be a side effect and redirected patient to their healthcare provider (hcp). The patient was redirected to their health care provider (hcp) to further address the issue. The patient reported that their baseline symptoms returned / lost therapy benefit.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). When asked to clarify the statement, they think they had infection, the rep reported that the patient did not have an infection. The steps were or would be taken to resolve this issue was that the healthcare provider (hcp) and rep met with the patient on (B)(6) 2025 and they did not have an infection and they increased their stimulation. The issue had been resolved. When asked to clarify the statement, the device was not working, the rep stated that there was no device malfunction. They had just received their implant. They increased their stimulation and they had no receiving therapeutic relief and was not caused by normal battery depletion. The cause of the device not working was determined and most likely caused or contributed to this issue was that they needed more stimulation. The steps were or would be taken to resolve this issue was that they increased stimulation on mar/17. The issue had been resolved.